Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint asr revision due to take place on (B)(6) 2011. Asr xl acetabular system - left. Reason(s) for revision: unknown. Update: date of revision and reason for revision confirmed (B)(6) 2012. Reason(s) for revision: pain.